Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event and therapy date are estimated.

Event description:
Related manufacturer reference number: 1627487-2021-14029. It was reported that the patient experienced ineffective stimulation due to patient¿s one of the leads migrated. As such, surgical intervention took place wherein the leads were explanted and replaced to address the issue. Reportedly, therapy was restored post operatively.